Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any damage. Other cables at the wrist were not damaged. Additional observation by failure analysis found the instrument grip was bent. One grip was bent, causing side to side misalignment of grips. There was .010 offset at the tips. Likely cause of the bending was due to overloading at the tip. It was concluded the bent damage, may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed pitch cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported prior to starting a da vinci colon resection procedure, the wire was broken on the double fenestrated grasper instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.